Manufacturer narrative:
Complaint is confirmed. Performed investigation. Meter is unlocked to mg/dl. Readings with an 18 cal code were found in glucose log. Errors 015 and 0300 were found in error log. Calibration parameters were within spec. Memory overwrite was observed. Meter is inoperable. Customer and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported the display had frozen on their locked freestyle flash meter. The device was returned and during the course of the investigation it was discovered the meter had exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.